Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced poor distance vision and refractive surprise. The lens was explanted in a secondary procedure and replaced with a multifocal iol additional information will be requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., d.6.a., d.6.b., e4., b.5. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but tow and half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.